Manufacturer narrative:
(B)(4) pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test, displacement test, and the dat test at 0.08720 inches. Pump received with minor scratched lcd window and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on 10/24/2017 with blood glucose of 425 mg/dl. The customer¿s blood glucose level was 400 mg/dl at the time of incident and also the customer¿s blood glucose level was over 400 mg/dl. The customer¿s current blood glucose level was 190 mg/dl. The customer was treated with manual injection. The customer experienced symptoms such as vomiting, diarrhea and not feeling well. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.